Event description:
During surgery, the tip of the driver snapped off as the surgeon was turning the locking cap. The piece was retrieved. A second driver was used to complete the surgery with no impact on the patient.

Manufacturer narrative:
Device history record reviewed and dimensional analysis of returned portion. Review of device history records indicate the device was manufactured to specification. Dimensional analysis of the returned portion was within specification. The broken portion was not returned for evaluation.